Event description:
The pt recently had an MRI. The pump had a pump memory error. They were able to successfully reinitialize the pump. No pt symptoms were reported. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up reported will be sent if additional info becomes available.